Event description:
It was reported that the user experienced hyperglycemia when the ilet pump was not dosing insulin because it would not connect to the dexcom g7 sensor, and the user believed the pump was defective; troubleshooting indicated sensor pairing failures over several days and the user was instructed to replace the sensor and contact the sensor manufacturer. Symptoms included elevated blood glucose. Outcomes included no alarms reported and no medical intervention or hospitalization. Investigation included device history review, customer interview, and review of available logs after a sync. Investigation of this case revealed evidence consistent with a continuous glucose monitor pairing issue rather than a pump delivery failure. It was concluded that the event involved hyperglycemia with an unclear cause, with the sensor issue suspected and no pump malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.